Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries and motor battery charger were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The charger has been received by the manufacturer, however results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system powered down three times during transportation to storage. It was noted that a critical battery warning was displayed prior to the shut down. It was noted there was uncertainty whether the outlet used at the site was functionality or not. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the charger was completed by medtronic personnel. Testing found visual evidence of electrical overstress on a component, resulting in the reported issue. If information is provided in the future, a supplemental report will be issued.